Event description:
Add'l info received from MFR 11-12-02: no sample was returned for the co's evaluation. A review of the device history record showed product was manufactured per product specifications. The instruction for use addresses the issue of drain placement and removal and states that surgical removal may be neccessary if drain is difficult to remove or breaks. The labeling further recommends ways to avoid drain damage/breakage. A review of the device history record did not show any issues that could be associated with the reported event. The product was manufactured per the product specifications. Add'l info concerning the reported event was requested from the user facility but was not provided. The device is being retained by the user facility and will not be released for evaluation. There have been no design changes or modifications in the deivce since first marketed that may be related to the event including sterilization changes.

Event description:
Physician was removing drain and it broke off leaving a large piece of the drain inside the pt. Pt had to be returned to surgery for removal.